Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient¿s replacement ilet had a cracked screen, and the patient transitioned to back-up therapy; the patient indicated blood glucose was affected, reached ¿high,¿ remained elevated for several hours, and device alerts for levels above 300 mg/dl occurred for over 90 minutes. Symptoms included thirst, with negative ketones and no need for assistance or medical intervention. Outcomes included transient hyperglycemia without hospitalization. Investigation included device replacement and collection of the returned units for evaluation. Investigation of this device revealed a screen break consistent with physical damage to the display assembly, with no reported device malfunction beyond the cracked screen. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage unrelated to a manufacturing defect.